Event description:
The manufacturer received information regarding a dreamstation 2 device. The patient alleges that the device is overheating, smoking, and shutting off. There is also a report of a smoke smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.